Event description:
Patient had a tah with positive pathology for adenocarcinoma. Following day, patient was stable and ambulating. That afternoon she had slurred speech and facial droop. Further studies confirmed a massive stroke. Patient was a candidate for intra arterial thrombolysis. Patient had this procedure with use of the merci device. During procedure, initial contrast imaging was completed showed location of occlusion. T-pa was administered. Stent was placed. However, after stent was placed, it was recognized that she had clot distal to the stent. Merci device deployed and extracted clot. Second emrci device used and extracted more clot. Third merci device used and as it was being withdrawn through stent, it became tethered to stent. Because further manipulation could cause vessel injury, the merci device was stabilized against the vessel wall with another stent. Vessel had revascularization and the device and stents were not obstructing flow. The merci device strings were extended and stabilized outside the right groin.